Event description:
Pt was coding and when we connected the zoll to the patient the defibrillator was dead. Screen said battery was dead and when we plugged the unit in it still showed a black screen. Pt was in v-fib at the time and needed defibrillation. It cost us a least 2 minutes in time to run to the other side of the unit to replace the broken defibrillator. Zoll brought into patient's room. Patient had a shockable rhythm initially. Patient hooked up to zoll defibrillator but screen was dark even after it was plugged in. Acls maintained while second zoll brought into patient room. Patient was defibrillated twice. After almost an hour of acls, code stopped and patient pronounced dead at 0843. Manufacturer response for zoll defibrillator, r series defibrillator, (per site reporter). We are waiting to hear back, they were only just notified. Also, please note that the battery of the zoll involved in this incident was replaced in (B)(6) 2019, they are replaced annually per the manufacturer's instructions.